Manufacturer narrative:
During on-site investigation it was found that the expiratory pressure transducer printed circuit board was defective and required replacement. If the insp/exp pressure transducer tubes were not connected properly to the pc board or if the o-ring inside the pc board were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. Moreover, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pc board which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).